Event description:
Boston scientific received information that this left ventricular lead was explanted and replaced due to diaphragmatic stimulation. However, recent information was received that indicates the diaphragmatic stimulation and procedure may have been due to a lead dislodgement. No other additional information or adverse patient effects were reported.

Manufacturer narrative:
The lead was explanted and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.